Manufacturer narrative:
Upon follow up it was reported the sterile peritonitis event was related to a drug product; therefore, the pd disposable is no longer considered suspect. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced recurrent peritonitis which was manifested by cloudy effluent. The cause of the peritonitis was not reported. The patient was hospitalized for the event. The patient was treated with vancomycin, amikacin and rocephin (no further details). At the time of this report, the patient recovered from the peritonitis event, reported as ¿recovered during hospital stay¿. On an unreported date, the patient was discharged from the hospital. On an unreported date, extraneal and physioneal therapy was discontinued. Action with nutrineal therapy was not reported. No additional information is available.